Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never had therapeutic effect. It was reported that the pt had been hospitalized for at least 60-80 days because of increased pain. The pt wanted to have the pump removed, however no doctor would remove it because of the insurance process and because the pt had not had the pump in for the required amount of time. The drug was not known at the time the event was reported. Additional information has been requested; a f/u report will be submitted if additional information becomes available.